Manufacturer narrative:
The device and rv lead are not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system was implanted without any issues noted. After the procedure, the patient's condition changed suddenly. After the procedure, the nurse heard the monitor alarm due to low amplitude and notified the physician. Basic life support was then started. The field representative was called to the hospital to interrogate the device. Emergency treatment to the patient was being administered when the field representative arrived at the hospital. Interrogation of the device noted no stored episodes. Pacing spikes were confirmed at 60 ppm on the hospital monitor, but the r-waves were notably decreasing and there was no capture. The position of the right ventricular (rv) lead was then checked and it was noted to have dislodged due to the long period of cardiac massage. The patient subsequently died. The physician stated that the cause of death was due to the patient's age and co-morbidities; it was not related to the implanted device and rv lead. Additional information was received that the patient had undergone a coronary angiogram before the implant procedure. Significant stenosis was confirmed at #4 and #1, 75% and 99% respectively. The hospital has determined that the cause of the event was cardiac infarction.